Manufacturer narrative:
Continuation of medical devices: addr01 ipg implanted: (B)(6) 2012 product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.